Event description:
Major pump unit(s) involved: device thrombosisadditional text: pump thrombus secondary to outflow graft kinkspecific component(s) involved: outflow graft malfunction/malpositionadditional text: outflow graft kinkedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: outflow graft malfunction/malposition.